Event description:
It was reported that the compressor was going intermittently into unintended standby mode. There was no patient harm. Manufacture's ref.#: (B)(4).

Manufacturer narrative:
It was reported that the compressor was going intermittently into unintended standby mode. Our field service engineer investigated the reported machine on site. The standby valve has been replaced to resolve the issue and sent back for technical investigation. The returned standby valve has been tested in a compressor for 3 days and the reported issue could not be reproduced. Therefore, no root cause can be established. If the compressor fails to supply air the connected ventilator will switch to pure oxygen delivery and alarms for high oxygen concentration will be generated. If, in addition, no oxygen is connected to the ventilator, the ventilation will stop. Alarms will be generated.

Event description:
Manufacture's ref.#: (B)(4).